Manufacturer narrative:
(B)(4). Concomitant medical products: item # unk, unknown natural knee femoral, lot #unk; item #unk, unknown tibia, lot #unk. Poirier, n graf, p dubrana f (2014) mobile-bearing versus fixed-bearing total knee implants. Results of a series of 100 randomised cases ofter 9 years follow up. Orthopaedics & traumatology: surgery and research 1010 (2015) s187-s192 https://www.ncbi.nlm.nih.gov/pmc/articles/pmc1784078/. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.

Event description:
It is reported that there were 3 cases of joint space narrowing in the fixed bearing group.